Event description:
This patient is reporte to have experienced a myocaridal infarction (mi) the day after having (2) cypher stents implanted. No treatment or investigation is noted. The patient is discharged from the hospital 6 days after the index procedure. The patient then returns to the hospital with an acute mi the day after discharged. Repeat coronary angiography reveals a thrombosis. The patient is successfully treated with balloon angioplasty and is discharged from the hospital 3 days later.